Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Intraocular lens (iol) dislocation occurred. (B)(6). A review of the manufacturing record was conducted. Documentation showed that all process operations presented were in compliance with the manufacturing specifications. All test results showed a pass condition. No deviations or non-conformance (ncr) were generated. Documentation does not show changes in manufacturing method, inspections or specifications relating to process and/or material changes. Product was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Intraocular lens (iol) dislocation has occurred.

Event description:
It was reported that after implanting an intraocular lens (iol) in the right eye capsular bag, a posterior capsular rupture was noted, requiring the lens to be removed and replaced in the same procedure. The incision was enlarged and vitrectomy was performed. The lens was replaced with a 3-piece iol sulcus lens. The patient was noted to have recovered. No further information was provided.